Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose (bg) levels. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.